Event description:
It was reported that prior to using the da vinci surgical system to perform any tasks for a prostatectomy procedure, the surgical staff experienced no image on the right and left high resolution stereo viewer of the surgeon side console and on the assistance monitor. With the assistance of an isi representative, troubleshooting was performed; however, the site was unable to resolve the vision issue. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that vision issue experienced by the site was associated with a camera control unit (ccu). The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected ccu. The ccu was returned to isi for failure analysis investigation. Engineering discovered a blown fuse, thus generating the vision issue experienced by the customer. As of december 22, 2010, there have been no reported recurrences of the issue at this hospital.